Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis and a blood glucose reading of 1037 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer was unable to perform the high pressure test during the phone call. The customer mentioned that she had a sinus infection and the catheter for the dialysis got infected. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.